Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Result: work order search performed: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+2.0/085 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for the same size and similar diopter lens due to tear/break during injection into the eye. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Product evaluation found lens returned in a small vial. Visual inspection found no visible damage to lens and black debris on lens surface. (B)(4).